Event description:
It was reported that the patient presented in the hospital for lead revision. The patients right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout.